Event description:
A customer reported that a system message displayed and the system locked before a vitrectomy procedure. The pt had received peribulbar anesthesia. The procedure was cancelled with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The fluidics module was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).